Manufacturer narrative:
The customer contacted a siemens customer care center and reported that calibration failed for the concentrated carbon dioxide (co2_c) assay on the advia 1800 instrument. The customer also reported that discordant, falsely elevated co2_c results were obtained on two patient samples on the instrument. After obtaining the elevated co2_c results, the customer ran quality controls (qc), which recovered outside of the acceptable range. No other assay was impacted by this issue. As per siemens' instructions, the customer changed the reagent wedge and calibrated the assay with fresh deionized (di) water. However, calibration continued to fail, and the customer subsequently ran a daily wash on the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse verified the alignments for the mixers and probes on the instrument, replaced water with new nerl and di water, and replaced the reagent, onboard supplies, and water used for the blank. The cse also replaced all pump seals, reagent dispensing pump 1, dilution probe pipette (dpp), sample probe pipette (spp), reaction tray (rrv) cells, halogen lamp, all seals cuvettes, reagent probe 1 (rp1) , discharge pump (dop), and clot detector; performed alignments; and ran system wash, new lamp energy test, cell bank, calibration, and qc for all assays. The cse also tested co2 reagent and calibrator from the customer's sister. Upon further investigation, siemens determined that the water source tanks were replaced by an external water system company on the day of the issue - 28-jan-2020. The issue was resolved after the customer replaced the water system filters and water tanks/source. The cse ran calibration and qc to verify the instrument's performance, which recovered acceptably. Siemens determined that the co2_c assay is dependent on water quality and the compromised water quality potentially contributed to the is event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate non-siemens instrument, and the repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.